Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain, cramping") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had no history of suffering migraines prior to undergoing the implantation of essure. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (underwent hysterectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, abdominal distension, dyspareunia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.